Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was being done when the needle was found with "no points" (during removal from package/during passage through tissue/during tying/post-op)? What do you mean by "there were no points on any of the needles?" Please explain. Could you please confirm how many needles were defect for each complain? Could you please confirm if for the two cases reported are the same lot number? If not, could you please provide lot numbers? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2023 and suture was used. The surgeon stated that there were no points on any of the needles. Another box was opened to complete the procedure. No adverse patient consequences were reported. Additional information was requested.